Event description:
It was reported by the patient to the legal department via telephone that following his left knee surgery he experienced a bowed leg effect, pain and swelling. He had a complete revision on (B)(6) 2014 and as per dr. (B)(6). His knee "failed catastrophically". Left knee.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown stryker left knee system. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.